Event description:
Revision surgery due to loosening of the stem 4 years post op. The pt had increasing pain.

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 6 lat- ref. (B)(4)/ lot 080897 ((B)(4) stems produced): all parameters were found to be in accordance with the specs valid at the time of mfg. The washing cycle for metal components was run according to specs and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specs valid at the time of production. Seventeen stems belonging to this lot have been already implanted and no incidents have been reported up to now. The x-rays of the pt were submitted to medacta medical consultant and he stated that there was no mistake at the first implantation. From the data collected, there is no evidence that the event is device related; the loosening of the stem is a known complication of thr.